Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that device fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad) with 38 mm length and 3 mm vessel diameter. An opticross¿ imaging catheter was selected for use. It was noticed that the device was fractured. The procedure was completed with another opticross¿ imaging catheter. No patient complications reported and the patient is stable.

Manufacturer narrative:
Updated: age at time of event, age at time of event (unit), describe event or problem, device avail. For eval?, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, if not evaluated provide code, result codes, conclusion codes. (B)(4).

Event description:
It was further reported that the device was removed with the guide catheter.

Manufacturer narrative:
Device lot # -updated from 20546970 to 20971253. Device expiration date updated from 04/20/2018 to 08/04/2018. Device manufactured date updated from 04/21/2017 to 08/04/2017. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the telescope assembly was able to properly pull back, advance, and retract, it was observed that the catheter flushed normally. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed -returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that device fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad) with 38 mm length and 3 mm vessel diameter. An opticross imaging catheter was selected for use. It was noticed that the device was fractured. The procedure was completed with another opticross imaging catheter. No patient complications reported and the patient is stable.